Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: moved into the uterus') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not undergo confirmation test." The patient's medical history included grand multiparity (date of birth of child (B)(6), pregnancy, cancer, threatened abortion and uti. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro), lorazepam since 2015 and propanol. In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and nausea ("nausea"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) 2018 bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, cystitis, migraine, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered cystitis, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received. Case becomes valid and incident. Event injury was replaced by migration of essure device: moved into the uterus. Events " pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, infection (bladder/ urinary tract/vaginal) type: bladder, migraines / headaches, nausea, pain, device ineffective, patient did not undergo essure confirmation test" were added. Patient, reporter and product information were added. Patient aka name was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: moved into the uterus/essure coils visualized in left cornua'), pregnancy with contraceptive device ('pregnancy ') and polyhydramnios ('polyhydramnios') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test." And device ineffective "device ineffective". The patient's medical history included grand multiparity (date of birth of child (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, (B)(6) 2014, (B)(6) 2018), pregnancy, cancer, threatened abortion, uti, caesarean section, adenoid cystic carcinoma, thyroid disorder and anemia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro), lorazepam since 2015 and propranolol hydrochloride (propanol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), polyhydramnios (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and nausea ("nausea"). The patient was treated with surgery ((B)(6) 2018 bilateral salpingectomy and low transverse cesarean section). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, polyhydramnios, vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, cystitis, migraine, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The reporter considered cystitis, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polyhydramnios, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion and removal date- (B)(6) 2015 and (B)(6) 2020 patient was hospitalized for the event device expulsion. The patient was admitted for induction of labor for polyhydramnios. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Reporter information added. Pregnancy outcome updated from 'live birth outcome unknown' to 'live birth child not healthy'. New event added: polyhydromnios. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: moved into the uterus/essure coils visualized in left cornua'), pregnancy with contraceptive device ('pregnancy') and polyhydramnios ('polyhydramnios') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test." And device ineffective "device ineffective". The patient's medical history included grand multiparity (date of birth of child (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, (B)(6) 2014, (B)(6) 2018), pregnancy, cancer, threatened abortion, uti, caesarean section, adenoid cystic carcinoma, thyroid disorder and anemia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro), lorazepam since 2015 and propranolol hydrochloride (propanol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), polyhydramnios (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and nausea ("nausea"). The patient was treated with surgery(B)(6) 2018 bilateral salpingectomy and low transverse cesarean section). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, polyhydramnios, vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, cystitis, migraine, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The reporter considered cystitis, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polyhydramnios, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion and removal date- (B)(6) 2015 and (B)(6) 2020. Patient was hospitalized for the event device expulsion. The patient was admitted for induction of labor for polyhydramnios. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jan-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: moved into the uterus/essure coils visualized in left cornua'), pregnancy with contraceptive device ('pregnancy') and polyhydramnios ('polyhydramnios') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test." And device ineffective "device ineffective". The patient's medical history included grand multiparity (date of birth of child (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, (B)(6) 2014 & (B)(6) 2018), pregnancy, cancer, threatened abortion, uti, caesarean section, adenoid cystic carcinoma, thyroid disorder and anemia. Previously administered products included for an unreported indication: mirena. Concomitant products included escitalopram oxalate (lexapro), lorazepam since 2015 and propranolol hydrochloride (propanol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required), polyhydramnios (seriousness criterion medically significant), pelvic pain ("pain"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and nausea ("nausea"). The patient was treated with surgery ((B)(6) 2018 bilateral salpingectomy and low transverse cesarean section). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, polyhydramnios, vaginal haemorrhage, pelvic pain, menorrhagia, dysmenorrhoea, fatigue, cystitis, migraine, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2020-284909). The reporter considered cystitis, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, polyhydramnios, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion and removal date- (B)(6) 2015 and (B)(6) 2020. Patient was hospitalized for the event device expulsion. The patient was admitted for induction of labor for polyhydramnios concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.